Event description:
A customer reported the cassette was leaking water before a vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on current tracking, there are no adverse trends for this reported complaint. The returned sample was visually inspected and no obvious defects were found. The submerge leak test was performed on the cassette. No leakage was observed during generating 200 mmhg pressure into the cassette. A console representing the current software version was used to test the sample. The sample could prime and pass intra ocular pressure (iop) calibration successfully. No air leak was detected during the priming process. No system message code was generated during functional and performance tests. The sample met specifications.the investigation results were unable to confirm a malfunction associated with the customer¿s reported event. The root cause of the customer's complaint could not be established; the returned sample met specifications.no contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables the manufacturer internal reference number is: (B)(4).